Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2022-19326. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported "capsular contracture¿ baker grade unknown. Patient later reported "capsular contracture¿ baker grade IV. Healthcare professional later reported "capsular contracture¿ baker grade IV. This record is for the right side. Device remains implanted.